Manufacturer narrative:
Device was received with missing segments or partial display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The customer's blood glucose level was 138 mg/dl at the time of the incident. No report of the insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.